Event description:
The user facility reported that the tip broke off the visiglide 2 in the patient, it was able to be retrieved. Additional information was received on 27oct2020. There patient was not harmed. There was no blood loss.